Manufacturer narrative:
Additional device implanted and involved in the event: rlt281416/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and surgical conversion. Additionally, the IFU states, additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the physician was unable to cannulate the contralateral gate of the rlt281412. The contralateral gate was reportedly "crimped". It was reported the patient's tortuous anatomy may have contributed to the contra gate being "crimped". The physician reportedly elected to perform an aui procedure. It was reported after the second trunk-ipsilateral leg component (rlt281416) was implanted it was noted device was implanted more proximal than intended. No vessel coverage was reported. The physician elected to convert the patient to an open repair. The gore devices were both explanted and discarded at the facility. The patient reportedly tolerated the procedure.